Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was monitored and no constant tone during testing. Device received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was 70 mg/dl at the time of the incident. The customer reported that the insulin pump beeping currently with high pitch sound. The customer declined troubleshooting for low blood sugar. The insulin pump will be returned for analysis.